Event description:
It was reported that prior to the implant of this transcatheter bioprosthetic valve, an artificial vascular graft was placed in the left subclavian artery. Since the proximal portion of the subclavian artery was slightly narrowed in diameter, the introducer sheath was replaced prior to the start of the procedure. Due to minimal calcification, the delivery catheter system (dcs) was inserted into the patient without a pre-implant balloon dilation. Upon deployment of the valve to 80%, pulseless electrical activity (pea) was observed. Transesophageal echocardiography (tee) was performed to investigate the cause, but the cause could not be immediately identified. As a result, the valve was recaptured, and cardiac massage was initiated. Veno-arterial extracorporeal membrane oxygenation (v-a ECMO) was inserted, and further investigation revealed evidence of a thrombus embolizing into the left coronary artery (lca). It was presumed that the patient¿s lca was dominant, with a smaller perfusion area in the right coronary artery. Per the physician, this likely had a significant impact and led to the pea. Following the initiation of v-a ECMO, return of spontaneous circulation (rosc) was achieved. It was found that the thrombus had migrated to approximately #8 during cardiac massage, and it was subsequently retrieved using a "thrombuster". Afterwards, ballooning was performed. After hemodynamic stability was achieved, the dcs was reloaded with a new valve which was successfully implanted. Postoperatively, both lower limbs were reported to be moving, and no signs of paralysis were observed.

Manufacturer narrative:
Continuation of d10: product ID evolutfx-29 (serial: (B)(6)); product type: 0195-heart valves; product ID l-evolutfx-2329 (lot: 0012648585); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of this transcatheter bioprosthetic valve, an artificial vascular graft was placed in the left subclavian artery. Since the proximal portion of the subclavian artery was slightly narrowed in diameter, the introducer sheath was replaced prior to the start of the procedure. Due to minimal calcification, the delivery catheter system (dcs) was inserted into the patient without a pre-implant balloon dilation. Upon deployment of the valve to 80%, pulseless electrical activity (pea) was observed. Transesophageal echocardiography (tee) was performed to investigate the cause, but the cause could not be immediately identified. As a result, the valve was recaptured, and cardiac massage was initiated. Veno-arterial extracorporeal membrane oxygenation (v-a ECMO) was inserted, and further investigation revealed evidence of a thrombus embolizing into the left coronary artery (lca) . It was presumed that the patient¿s lca was dominant, with a smaller perfusion area in the right coronary artery. Per the physician, this likely had a significant impact and led to the pea. Following the initiation of v-a ECMO, return of spontaneous circulation (rosc) was achieved. It was found that the thrombus had migrated to approximately #8 during cardiac massage, and it was subsequently retrieved using a "thrombuster". Afterwards, ballooning was performed. After hemodynamic stability was achieved, the dcs was reloaded with a new valve which was successfully implanted. Postoperatively, both lower limbs were reported to be moving, and no signs of paralysis were observed. Additional information was received that the valve was implanted into the native annulus. Heparin was administered during the procedure and the patient¿s act (activated clotting time) levels were monitored every 30 minutes. The patient¿s act levels throughout the case and at the time the thrombus was note were more than 250 seconds and less than 300. The procedure time was four hours.